Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary access site adverse event/major bleed: the cause of the access site adverse event was use related as the issue required a pure string suture and tightening of the perclose.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-five-year-old male was treated for acute myocardial infarction complicated by cardiogenic shock. Patient was placed on impella cp mechanical circulatory support via the left femoral artery. During support, the patient experienced mild bleeding at the groin access site. Hemostasis was achieved by placing a purse-string suture, and the existing perclose closure device was further tightened, which improved bleeding control. The patient was successfully weaned from impella support and survived. The original complaint concerned patient injruy/bleeding. Based on the information available, the impella cp will be coded for major bleed and hemostasis and conservatively for serious injury as outcomes. Bleeding is a known device-related risk for the impella cp as written in the instructions for use, due to large-bore femoral access combined with systemic anticoagulation.